Event description:
It was reported that the insulin pump alarmed no delivery. The infusion set and reservoir has been changed. The insulin pump keeps asking for rewind. Customer has used half of the insulin. Customer has been experiencing high blood glucose for two to three weeks. The blood glucose readings have been in the 200 range. Customer doesn't think the insulin pump is delivering insulin. The current blood glucose reading is 340 mg/dl. Customer tried to use the insulin pump to treat the high. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.